Manufacturer narrative:
This report is associated with the event and devices previously reported in 1038671-2012-0032, -0033, -0034 and -0035. Engineering evaluation of the returned humeral stem, humeral liner and glenosphere noted an appearance consistent with new implant components. Visual examination of the glenoid plate noted that bone is visible within the bone cage, growing out of the cage holes indicating that there was bone growth at one time. No bone growth was visible on the back of the glenoid plate. Subsequent conversation with surgeon identified that bone graft was used behind the glenoid plate and may not have incorporated resulting in the observed glenoid loosening.

Event description:
Revision of shoulder components due to loosening. No signs of infection.